Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was received. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3u IFU was reviewed. Potential adverse events include, 'structural valve deterioration (wear, fracture, calcification, leaflet tear/ tearing from the stent posts, leaflet retraction, suture line disruption of components of the prosthetic valve, thickening, stenosis)'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for svd - degeneration/deterioration was empirically confirmed based on information provided. Due to unavailability of the valve serial number, a review of the DHR and lot history was unable to be performed; therefore, it was unable to determine if a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be'an indication'for valve replacement or medical intervention. Tissue calcification is'a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.'' In this case, due to limited information provided, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our italian affiliates, approximately 3 years and 6 months post implant of a 23mm sapien 3 ultra valve implanted in the aortic position, the patient underwent a valve explant due to degeneration. A new surgical valve was implanted in replacement.

Manufacturer narrative:
The investigation is ongoing.